Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The kink and shaft separation were confirmed. The investigation was unable to determine a conclusive cause for the reported kink; however, the shaft separation appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the nc trek rx 3.25 x 15 mm balloon dilatation catheter was removed from the protective sheath, the catheter was found kinked. There was no resistance felt during removal of the sheath and no damage was noted to the dispenser coil. The device was not used. Another unspecified device was used without issue. There was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed the hypotube was separated. Follow-up with the site confirmed that the separation occurred during removal from the packaging.